Event description:
Unsolicited communication: pt reports a cassette issue which occurred on (B)(6) 2022, approximately 7:00pm. The pump alarmed with 2-beeps, no disposable pump. Pt did check the tubing and cassette for blockage and loose cassette, but everything was fine. Patient was able to start the back-up pump with a new mixed cassette without any interruption to therapy. Reviewed cassette set-up with the patient. Pt will be changing out the cassette on (B)(6) 2022, 7:00am local time). Photographs were not provided. Set flow rate and volume delivered are unk. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Pump return tracking information is not available. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? No; pt has enough cassettes on hand; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.